Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels rose above 500 mg/dl while wearing the pod on the abdomen for between 37 and 48 hours. Emergency services were called and the patient was transported to the hospital. The patient was treated with insulin and fluids utilizing intravenous therapy. The patient was discharged after approximately four days.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.